Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device displayed a power equipment malfunction message. There is no reported patient involvement.

Manufacturer narrative:
(B)(4)